Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. The device history record was reviewed and there were no issues related to a functional test on the product or its components during the manufacture of the material. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. Customer complaint cannot be confirmed. An attempt to duplicate the failure mode was made but, at the time there is no inventory of the involved product code available at the facility nor is it being manufactured at the time. If the physical sample becomes available, this compliant will be reopened.

Event description:
The customer alleges that the device had decreased aerosol/humidity output.